Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented to the clinic for routine follow-up. Upon interrogation, the atrial lead exhibited loss of capture. Chest x-ray revealed that the lead had dislodged. The lead was explanted and replaced. The patient was stable post procedure.